Manufacturer narrative:
Device is not being returned, therefore, no evaluation could be performed.

Event description:
A surgeon reported that six of his patients had sterile cysts that developed over time at the entry of tibial tunnel. The cysts were excised and a slightly brown fluid was observed. The screw had also degraded. All grafts were allografts supplied by allosource. Graft had incorporated to tunnel wall.